Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states that the cuff separated from the catheter and slipped out of the insertion point in patient. The catheter was pulled and replaced with a new one. No patient injury.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.